Event description:
Event description cpi received information that the rate sense portion of this transvenous defibrillation lead was replaced due to a fracture. An attempt was made to implant a new lead from the right side, but it was unsuccessful due to a vein thrombosis. So a different lead was successfully implanted from the opposite approach.